Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.,

Event description:
The customer reported room 12 in the picu because the spo2 was ¿bouncing¿ around. I observed spo2 fluctuating from 88% to 93% to 92% to 96% all within about 20 seconds. This is a (B)(6) weighing kg. Neo sensor was on right big toe and detector on nailbed. Rn repositioned sensor correctly on right toe and numbers still fluctuating. An infant sensor was then placed on left big toe, correctly aligned and positioned and spo2 still fluctuating. Rn did not believe it was physiological and grabbed an lnop sensor and cable and placed on lnop infant sensor on pt.¿s left big toe. The lnop sensor still had the variability, but did not go below 90%. The rn placed rd infant sensor on pt's right big toe and we were able to see, in real time, that spo2 values with both sensors varied, but the rd sensor fluctuated down to 87% -88% while the lnop sensor didn¿t go below 90%. We then switched sensors to see if there was site bias and the rd sensor continued to read down to 87-88% while the lnop did not. No patient impact or consequences reported.